Event description:
The needle broke off in the pt's stomach. The consumer consulted her general practitioner, who sent her to the hosp for an x-ray. The needle was not found. The pt still has pain in the belly and feels as though there is still a portion of the needle in her stomach.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.